Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call device not working and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident and current blood glucose is 300mg/dl. It was reported the insulin pump is not responding, alarming and was not able to get insulin. Customer was unable to change the reservoir. Customer treated with manual injections. Customer was on chemo and started 700mg/dl to 400mg/dl and almost 300mg/dl. The insulin pump will not be returned for analysis.